Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number of the affected product? Lot : h011972r. 3 packages appear in the photo provided but only one surgicel visible. Were 3 products found damaged? Only one product found damaged. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the 3 pouches shown in the available picture correspond to ethicon surgicel* 5x7.5cm 24 pouches product code w1913t? Are any of the devices available to be returned for evaluation? Were any of the devices used on a patient? If so, was there any patient consequence? How were these products purchased? Is there an indication of how the products were distributed? Is there an indication of the source? Based on the packaging, is there any indication of which market the original genuine product may come from? A manufacturing record evaluation could not be completed as batch is invalid. A check in the erp system was performed to verify if these batches were manufactured by ethicon. These batches do not exist in the erp system, thus, no batch manufacturing records was conducted. Neuchatel team received for evaluation one picture with three pouches and an orc piece, batch numbers ho11971r and ho11972r. No physical product was received. The picture shows only the backside of pouches with batch numbers and expiry date information. The orc piece was torn and was yellowish. The defect seen on the picture is aligned with the event description. During the evaluation, some additional investigations were conducted because there was a suspicion of counterfeit product. Many discrepancies were found during the investigation both visual and cosmetic. Moreover, it was concluded that these products are counterfeit. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 when opening the package, the absorbable hemostat was torn, tender and not able to be used. No adverse patient consequences were reported. Additional information was requested